Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer stated that a physician questioned elevated axsym total psa results that retested lower. The following data was provided: 3.83, retest 0.9 ng/ml (previous value 0.9 ng/ml). No impact to patient management was reported.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product that has a similar product distributed in the us, (lot #): 52278lu01, 56094lf00 abbott field service was dispatched to the customer site. Assay calibrations were checked and the customer was instructed to recalibrate some of the assays. The total psa assay was recalibrated. Controls were tested and were within specifications. Patient samples were tested and results were found to be acceptable. Precision was within specifications and the results matched results from another laboratory. Field service also inspected both axsym probes and syringes. A small leak on the sample syringe was noted and white sediment was visible on the matrix cell carousel. Service repaired the leaking sample syringe. The customer was instructed to perform matrix cell carousel wash maintenance per the axsym operator's manual. The customer does not perform this procedure. The issue was resolved by a visit from abbott field service and recalibration of the axsym total psa assay. This is the final report.